Manufacturer narrative:
(B)(4).

Event description:
Procedure type: breast reconstruction. According to the reporter: the patient's right areola was significantly larger than the left and the purse string suture was not palpable and ruptured. A permanent nylon purse string suture is used in this type of mastopexy to prevent post-operative areolar stretching. The novafil suture broke, thus partially negating the purpose of the operation, and necessitating a revision of procedure.